Event description:
Shock delivered notification was received on the customer support helpline queue. Patient was awake at the time of the event. Ems was dispatched. Patient was transported to emergency room for medical evaluation. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.